Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in intensive care unit (ICU) due to infection. A monitor was placed on top of the implantable cardioverter defibrillator (ICD). The whole system, including the ICD, the right atrial lead and the right ventricular lead, remained implanted. There was no patient consequences.